Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. The customer had been using non tandem syringes to fill the cartridge. The customer's blood glucose level was 487 mg/d. The customer administered a shot.